Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on an unknown date. An uphold vaginal support system was also implanted. The implantation dates provided are (B)(6) 2009, but it was not specified which device/s were implanted on each date. According to the complainant, post-procedure, the patient experienced anterior enterocele and posterior vaginal vault prolapse, causing severe persistent pain and difficulty urinating. All other information is unknown.